Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with cracked display window and cracked battery tube threads noted during visual inspection.

Event description:
Customer reported that the insulin pump is cracked and the insulin is squirting out. Nothing further was reported.